Event description:
The customer contacted stryker to report that a battery pin of their device had been pushed in, with the result that the battery could not be inserted into the well. In this state the device would be inoperable and defibrillation therapy would not be available, if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Section h11, additional mfg narrative of the initial medwatch report indicates: "a stryker field service representative (fsr) evaluated the customer's device and was able to verify and duplicate the reported issue. Stryker's fsr disassembled the rear case, refitted the battery pin to the washer and the battery terminal nuts were tightened. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer." Section h11, additional mfg narrative of the initial medwatch report should indicate: "a stryker field service representative (fsr) evaluated the customer's device and was able to verify and duplicate the reported issue. Stryker's fsr disassembled the rear case, refitted the battery pin into the washer and the battery terminal nuts were tightened to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The root cause of the reported issue was determined to be loose battery pins/ connector cable to power pcb assembly."

Manufacturer narrative:
A stryker field service representative (fsr) evaluated the customer's device and was able to verify and duplicate the reported issue. Stryker's fsr disassembled the rear case, refitted the battery pin to the washer and the battery terminal nuts were tightened. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that a battery pin of their device had been pushed in, with the result that the battery could not be inserted into the well. In this state the device would be inoperable and defibrillation therapy would not be available, if needed. There was no patient involvement reported with the event.